Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her daughter had jumped in the pool forgetting she had her pump on her side. The customer got straight out and dried the pump. Once the pump was dry, the pump made a strange noise. The customer was advised to call back for replacement pump.